Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No known patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer, analyzed and tested out of specification. The distal conductor was fractured. The distal and proximal conductors were distorted. The proximal conductor had blood/body fluid (not obstructed) the inner insulation was kinked and buckled, and the outer insulation was melted with a breached cut, cosmetic depression and cosmetic environmental stress cracking. There was tissue on the helix and blood in/on the helix/lobe mechanism. The lead was stretched.